Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an unspecified biliary stenting procedure, the stent failed to deploy. The lesion was located in an "inferior bile duct". The cvd biliary 8mm x 60mm stent delivery system was advanced to the lesion, however, "severe resistance" was encountered. Upon attempting to deploy the stent, the stent failed to deploy. The delivery system was removed from pt and another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "good". Upon inspection of the device outside of the pt, the physician noted that the outer sheath of the stent delivery system was able to retract with resistance and the stent was able to deploy. It was further noted that the stent wires had perforated the outer sheath